Event description:
Removal of endosseous dental implants. Implants were placed in sites #5 (hollow cylinder implant) and #11 (solid scre implant) in class IV bone (thin compact layer and low-density trabecular bone) on 4/10/97 during a highly complex procedure where the clinician used osteotomes for implant placement due to soft bone. At the time of implant failure, the pt experienced pain and swelling. The clinician states that the reason for implant failure was due to class IV bone for both implants. The implants were removed on 5/12/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.